Manufacturer narrative:
Other relevant device(s) are: ssd 9735999 with s8 os s8 svc. A medtronic representative went to the site to test the equipment. It was reported that the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported outside of a procedure that when booting this system up, it would display the "efi shell version 2.31" message. Pressing "escape" before countdown completed did not resolve issue. Attempted "ctrl+alt+delete" to reset and access grub menu, system would not fully boot. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The new ssd was not needed. The manufacturer representative replaced the computer without removing the ssd from the defective computer. They were able to get the ssd from the defective computer before it was sent back. Then put the ssd into the new computer and tested the system. The system booted and passed all tests.